Event description:
It was reported that the bd insyte¿ IV catheter leaked at the adapter during use. The following information was provided by the initial reporter, translated from spanish: "exit of liquids through walls between the connection cone and the catheter. In the pre-surgical preparation area, device for venipuncture is prepared, at the time of testing operation, liquid leakage is evidenced by a part of the venous catheter, which has undetected defects... ¿ has there been medication exposure to the mucous membranes or to the skin of the health professional? (Detail) a: there was no exposure, since it was done with the measurements. However, there could have been a risk, since the liquid came out between the connection cone and the catheter. ¿ if so, were you using ppe? A: yes, it was carried out with all the appropriate measures. ¿ was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail) a: there was no medical intervention."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ IV catheter leaked at the adapter during use. The following information was provided by the initial reporter, translated from spanish: "exit of liquids through walls between the connection cone and the catheter. In the pre-surgical preparation area, device for venipuncture is prepared, at the time of testing operation, liquid leakage is evidenced by a part of the venous catheter, which has undetected defects... Has there been medication exposure to the mucous membranes or to the skin of the health professional? (Detail)a: there was no exposure, since it was done with the measurements. However, there could have been a risk, since the liquid came out between the connection cone and the catheter.if so, were you using ppe?a: yes, it was carried out with all the appropriate measures. Was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail)a: there was no medical intervention."